Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer from india of diarrhoea and peritonitis in an (B)(6) year old female patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced diarrhoea. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was the diarrhoea. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient began treatment with injection of fortum 500mg once daily ip, and injection of reflin 500 mg once daily, ip, both of which had continued at the time of this report. The outcome for the diarrhoea was not reported. The outcome of the peritonitis was unknown. Pd therapy continued. The consumer believed the peritonitis was unrelated to pd therapy, but did not provide an opinion of causality for the event of diarrhoea.